Event description:
Per the field clinical specialist (fcs), approximately 1 year 3 months post tavr procedure of a 23mm sapien 3 ultra valve, the patient experienced symptoms of hemolysis. Per imagining review, paravalvular leak (pvl) was confirmed. A valve in valve (viv) procedure was performed and a 23mm sapien 3 ultra valve was implanted. Patient was stable.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences as it remains implanted. As a result, no visual inspection, functional testing and dimensional analysis were able to be performed. Imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Additionally, the training manual instructs the user on proper native valve assessment, taking into consideration the length, bulkiness and distribution of calcium on the native annulus/leaflets to determine whether valve performance will be impaired. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for paravalvular leak was confirmed through imagery review. A review of the device history, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. As reported, 'approximately 1 year 3 months post tavr procedure of a 23mm sapien 3 ultra valve, the patient experienced symptoms of hemolysis. Images were sent to a proctor for review and there was paravalvular leak (pvl)'. Additionally, it was noted from an echocardiogram that there was outflow track calcification underneath the left coronary cusp. Calcium can create an irregular contact with the valve frame, which may result in a gap between the thv frame and the annulus, leading to paravalvular leak. Per patient screening manual, uneven distribution of calcium increases the risk of pvl. In this case, it is possible that patient factors (calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.